Event description:
Add'l info to user facility report: user facility report received on (B)(4) 2011. Pt involved in car accident which caused trauma, loosening of his implant and revision surgery for replacement was necessary.

Manufacturer narrative:
The hip stem sent back by user facility was not mfg by biopro.